Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), (B)(4).

Event description:
It was reported that a patient experienced withdrawal symptoms including increased spasms and ¿crying with pain¿. The hcp attempted to interrogate the pump but received a motor stall message. It was determined that this was due to using a telemetry head with a magnet. No cause for the withdrawal symptoms had been determined. The device system was used to deliver baclofen. No additional information was available at the time of this report.